Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported. The investigation is ongoing. During inspection of the returned device, olympus confirmed, there was a syringe tip found inside the biopsy channel port inlet indicating insufficient cleaning. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during reprocessing of an evis lucera elite gastrointestinal videoscope after a procedure, a syringe was broken off inside the scope during manual cleaning. There is no patient impact associated with this occurrence. During inspection of the returned device, olympus confirmed, there was a syringe tip found inside the biopsy channel port inlet indicating insufficient cleaning.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the broken syringe likely occurred from the facility staff not being trained in reprocessing and/or device handling in accordance with the instructions for use statement. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "3.8 inspection of the endoscopic system: inspection of the instrument channel: 1 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2 confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve." Olympus will continue to monitor field performance for this device.